Event description:
It is alleged that, "in 2000 the pt underwent surgery to revise a howmedica duracon liner originally place in 1995." It is further alleged that, "in 2008, the pt began experiencing pain in his right knee causing him to undergo revision surgery in 2008."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.